Event description:
Intubation of the rca with subsequent probing of the rca (clear sclerosis of the rca with many curves, coronary stenosis of the medium {95%)} and proximal {60%} rca). The guide wire swims with km injection beyond the medical rca stenosis. The further the guidewire moves forward, the wire gets stuck, cannot be pulled back and tears off. The distal wire fragment remains. The fragment can be recovered from the coronary artery.